Event description:
The patient contacted animas on (B)(6) 2013 reporting a high blood glucose up to 315 mg/dl with moderate ketones. The patient reported that the pump was emitting continuous occlusion alarms and the motor sounded like it was grinding. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported that the pump was alarming to alert the user of an occlusion in the system. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. No conclusions can be made at this time.